Event description:
It was reported by the affiliate that the device was used for a gastrectomy). The staples dropped into the patient pre-operatively and were retrieved. The case was completed using a same like device. There was no patient consequence.